Manufacturer narrative:
The device was received by (B)(4). The reported condition could not be confirmed; however, during evaluation, it was observed that thermistor resistance for the device failed initial testing. The device was therefore repaired and passed final verification. Should additional information be obtained, a supplemental report will be submitted. (B)(4).

Event description:
Report received from (B)(6) stating that the device "will not run and will not rotate". The device was not being used during surgery. It is unknown if there was patient or user injury or medical intervention. There was no additional information provided.